Event description:
Customer complaint reported as: the patient required an a-line placement. Per the provider a good pulse was palpated in the left wrist. The area was prepped with chloraprep and lidocaine applied. The left wrist was re-prepped with chloraprep. Ultrasound guidance was used to locate the radial artery and to guide the needle into the artery. The tip of the needle was guided into the artery and good blood return/continuous flash was noted in the arrow unit. The guidewire was threaded without resistance. The catheter initially threaded without resistance, but about 50-70% through threading resistance was met and the threading was stopped. As the arrow unit was starting to be withdrawn it was noted that the catheter was not intact/distal portion was retained in patient. It was noted that the guidewire was curved at the end. A pulse oximeter was placed on the left hand and was reassuring. Vascular surgery was consulted for the retained piece of catheter. Vascular surgery completed an ultrasound and found the retained catheter to be in the subcutaneous tissues. Vascular surgery met with patient and upon recommendation from vascular surgery, patient opted to not remove the retained catheter.

Manufacturer narrative:
Qn#(B)(4). Associated MDR#s: 9680794-2023-00113. The customer returned one, opened ra kit for analysis. Signs of use in the form of biological material were observed inside the needle hub. Visual analysis revealed that a portion of the catheter was still located over the needle cannula. The catheter body was severed around the middle of the extrusion. The severed portion was not returned for analysis. Microscopic examination of the point of separation revealed that the edges were smooth and angled. No evidence of stretching of the catheter body was observed. The appearance of the damage is consistent with damage resulting from contact with the needle bevel during use. It was also noted that the guide wire was not advanced through the needle. It appeared to be stuck inside the proximal opening of the needle cannula. This resistance resulted in the guide wire to protrude from the tubing. It was also observed that the guide wire was kinked. The point of separation on the catheter body measured 16mm from the juncture hub. The total catheter body length could not be accurately measured as the severed half was not returned for analysis. The catheter body outer diameter measured 0.0455", which is within the specification limits of 0.0440"-0.0470" per the catheter extrusion product drawing. The catheter body inner diameter (at the point of separation) measured 0.031", which is within the specification limits of 0.031"-0.034" per the catheter extrusion product drawing. In order to take measurements of the needle cannula, the guide wire was retracted back through the cannula. The cannula outer diameter measured 0.0285", which is within the specification limits of 0.0280"-.0285" per the cannula product drawing. The cannula inner diameter at the bevel end measured 0.0200", which is within the specification limits of 0.019"-0.0205" per the cannula product drawing. The catheter body was advanced off the needle cannula. Little to no resistance was observed as the catheter was able to deploy. It was also noted that the catheter hub was able to snap on and off the needle protection cap. Performed per IFU statement, "firmly hold introducer needle hub in position and advance catheter/needle protection assembly, over guidewire into vessel". R & d was contacted as part of this complaint investigation. They confirmed that the failure mode appears consistent with damage due to unintentional use error (contact with sharps). A device history record review was performed based on the lot number received, and no relevant findings were identified to suggest a manufacturing related issue. The IFU provided with the kit informs the user, "once the catheter is partially threaded off the needle, do not attempt to advance needle into catheter again - this may cause catheter damage. Do not attempt to remove needle protection assembly from needle." The report of catheter separation was confirmed through complaint investigation. Visual analysis revealed that the catheter body was severed around the middle of the extrusion. Microscopic examination revealed that the edges of the separation where smooth and angled. Dimensional analysis on the catheter body and cannula revealed that the outer/inner diameters were within the specification limits. A device history record review was performed on the lot number as received, and no relevant findings were identified to suggest a manufacturing related issue. Based on the customer report, the sample received, and the comments from r & d, unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.